Manufacturer narrative:
Manufacturer¿s investigation conclusion: a direct relationship between the device and the reported gastrointestinal (gi) bleeding, heart failure, and patient outcome could not be conclusively determined through this evaluation. The pump was reportedly not explanted. The heartmate ii left ventricular assist system instructions for use (rev. C) lists bleeding and death as adverse events that may be associated with the use of the heartmate ii left ventricular assist system. Information regarding recommended anticoagulation therapy and international normalized ratio range is also included in the instructions for use. Review of the device history records, showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped to the customer on 23dec2014. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The patient's previous admissions for gastrointestinal bleeding are reported in MFR # 2916596-2021-00161. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is complete.

Event description:
It was reported that the patient passed away at home on comfort care on (B)(6) 2021. The patient had a history of recurrent gastrointestinal bleeding and was unable to lower anticoagulation levels due to a mechanical mitral valve. The cause of death was heart failure/anemia and was not considered to be related to the device. The family did not want any further tests or procedures. No autopsy was performed and no equipment was returned.